Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer entered the bg value of 152 (mg/dl) as 152 grams and the intended 60 grams as 60 mg/dl. The customer experienced a low blood glucose (bg) level of 40 mg/dl which was treated with a glucagon shot. Recommendation was made to consult with healthcare provider regarding diabetes management.